Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint that display was white and the unit would not ventilate. The printed circuit board (pcb) was powered up and did not pass the power on short test (post). A visual inspection was performed on the returned printed circuit board (pcb) and no anomalies were observed. The pcb will be scrapped.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator suddenly generated an alert, the screen became white and ventilation stopped. The patient was removed from the ventilator and transferred to another ventilator without any reported harm.